Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the reported meter issue first began. The patient's testing frequency and diabetes management are not known; and excluding diabetes, it is not clear if the patient suffers for any other health conditions. According to the csr's documentation, at an unspecified date/time prior to the alleged issue the patient was experiencing a symptom of shaking. The patient's previous blood glucose result (with the subject meter) prior to the onset of her symptom is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At an unspecified date/time, the patient reportedly obtained blood glucose readings of "109, 125, and 87 mg/dl," performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient denied receiving any form of treatment after the alleged issue began, at the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.